Event description:
Per the surgeon's report at the time the explant was returned to cochlear, this pt developed an external ear infection in 2006. The infection spread to the region behind the ear and evolved into cellulitis. Weeks later, an abcess formed despite massive intravenous antibiotics (ciproxin, dicosil, and metronidazol). Over this period of time, the pt reported increasing pain. The device was explanted in 2005. After the explantation, the pt recovered in a short amount of time. The bacteria cultured was a non-resistant staphylococcus.